Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an infection and also seroma on the ins. Patient reported they went to the ER and were given antibiotics. Patient reported still having pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported they assumed the issue was resolved because the patient has not reached out for further help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient contacted their hcp this morning as they are in increased pain. No trauma/falls were reported. Troubleshooting was performed during the call and patient was walked through changing to program b and increasing. The patient stated that program b seems to be working better than program a. The patient didn't feel any stimulation at all on program a. Patient didn't know how high they could increase it. They were at 1.2. Patient was going to monitor symptoms now that change was made and was going to follow up with hcp if it did not resolve. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that shortly after implant the patient acquired an infection. Patient is currently on and antibiotic and will meet with an hcp in a little over a week to see if the infection has cleared up. Due to infection patient was in pain and thought she shouldn't turn her stimulation up too high. She was nervous that maybe the stimulator didn't work because she was still in pain. Rep thought the pain might have a lot to do with her infection. The stimulation was turned up almost double. Patient said it felt good. The plan was to meet her at her next physician appointment to make sure the infection did clear up and that therapy is working. The issue was resolved at the time of the report. No falls were reported. Patient had surgery and got an infection somehow. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.